Event description:
It was reported that the gauze got wet and a friend of the patient ¿pulled on the lead.¿ the patient felt pain and was ¿scared to death.¿ it was noted they were still feeling the stimulation, but "it was outside.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).